Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative regarding a patient receiving remodulin via an implantable pump. It was reported a possible incision infection occurred after device change out, which occurred in (B)(6) 2018. The patient was seen in clinic today ((B)(6) 2018) and the area looked very superficial with minimum drainage, so the patient was continued with oral antibiotics for now. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the event date was (B)(6) 2018. The diagnosis was a pin point size pustule on the medial end of the incision line and was draining pus and blood. It was noted that the blood and pus draining from the incision was a very small amount. There was no fever, pain, or redness. The event was considered to be related to the system modification procedure that occurred on (B)(6) 2018 due to expected battery depletion. The outcome of the event was unresolved, further actions or treatment planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study reported the issue resolved on 2018-aug-17.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the patient was receiving remodulin 10 mg/ml for a total dose of 5.89 mg/day. On (B)(6) 2018, the patient was seen in clinic where wound culture was obtained and the patient was instructed to continue oral antibiotics until the wound culture results. On (B)(6) 2018, the event became serious when the wound culture was positive for (B)(6). The patient was instructed to go to a local hospital to start intravenous (IV) antibiotics. The patient's baseline weight was (B)(6). It was noted that on (B)(6) 2018 the patient started doxycycline orally. On (B)(6) 2018, vancomycin intravenous (IV) was initiated and oral doxycycline was initiated. On (B)(6) 2018, daptomycin IV was initiated and an ultrasound showed no fluid accumulation in or around pump pocket. The patient was hospitalized from (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated that the patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative reported the diagnosis was superficial incision line infection. No further complications were reported.